Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 575cc saline prostheses experienced spontaneous right sided deflation and bilateral capsular contracture post procedure. The left sided capsular contracture was baker grade IV. As a result, bilateral replacement with mentor saline was performed on (B)(6), 2022. The right sided deflation was reported under 1645337-2021-12361 on (B)(6), 2021. On (B)(6), 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).